Manufacturer narrative:
The samples for this complaint record were reported by the customer to be returned with complaint record (B)(4) (based on fedex return label information). The sample investigation for pr 8864099 concerned a different material (10013902) with a different type of failure, and thus there is no sample investigation for this complaint and material 2420-0007. Without a sample investigation, the complaint could not be verified and the root cause is unknown. Unable to perform the device history record review without a viable lot number/material combo.

Event description:
No additional information was provided.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set separated and then leaked. The following information was received by the initial reporter with the verbatim: no patient or user injury reported. Priming with n/s was done and ready to attach the line to patient¿s peripheral IV access then the end port of the primary line broke and fell-down. How long was product in use when the problem occurred? As priming with n/s was done and ready to attach the line to patient¿s peripheral IV access. Unusual circumstances? Yes, please describe: as priming with n/s was done and ready to attach the line to patient¿s peripheral IV access the end port of the primary line broke and fell down. Who discovered the problem? (Name/title) xxxxx. How was it detected? As priming with n/s was done and ready to attach the line to patient¿s peripheral IV access the end port of the primary line broke and fell down. Xxx. ¿ was there any leakage occurred? There was a bit of normal saline leakage.